Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "exchange from textured to smooth, due to concern with the product. Hashimoto's disease, asthma and no energy or strength". Patient, later reported, right side rupture. Device remains implanted.